Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2367 alarm (fail safe shut down) occurred on the homechoice (hc). The hp did not have any further information. The technical service representative (tsr) assisted the home patient (hp) to cycle the power of the hc and clear the alarm. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.